Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device turned on and off a couple of times during the case. The case could be completed successfully with a delay of less than 15mins. In addition, it was reported that it is a recurring issue with the endoflator machine, which has now occurred during multiple procedures. On different occasions, the machine has switched off unexpectedly multiple times, during procedures, including the most recent incident where the team had to switch to a different camera system to safely continue. No harm to patient, user or third reported. The most recent incident is covered with case# (B)(4). Cross reference MDR: 9610617-2024-00409; 9610617-2024-00422.

Manufacturer narrative:
Device evaluation: the repair technician could verify the customer failure description by review of the log files. No mechanical or functional damages were detected. Most probable root cause is a sensor deviation of flow sensor measurement. This led the product consequently to a shut down and restart. The event is filed under internal karl storz complaint ID: (B)(4).